Manufacturer narrative:
A field service engineer (fse) was dispatched who replaced the bent sample probe and verified all sample probe alignments using compound action test. Fse then checked all turn table sample holder tube slots and found that spot #1 had broken plastic clips and not holding tube straight. Fse replaced the turn table sample holder to correct issue. No further action required by fse. The probable cause of the event was a broken clips on tube holder. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016 a customer reported an error 2012 (air detected in diluent) with their aia-360 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results for bhcg patient result. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.